Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications (B)(4)

Event description:
It was reported the physician performed a novasure endometrial (exact date unknown). Approximately, three weeks post procedure the patient experienced pelvic pain and the commuted tomography (CT) scan revealed obstruction to distal to 1/3 ureter. Our medical director had the opportunity to speak with the physician and it was reported: "the patient had a history of endometriosis and a previous cesarean section. She also had a complication from a laparoscopic cholecystectomy in the past requiring a partial liver resection. Her novasure was uncomplicated but she presented 3 weeks post-ablation with pelvic pain. A CT-scan demonstrated changes of the left ureter at the level of the uterine fundus confirmed by comparison to an MRI from 2008. The patient required ureteral stenting and is currently doing well. Further investigation of the radiologic findings concluded that an enlarged lymph node was responsible for the mechanical obstruction of the ureter. This lymphadenopathy was theorized to be secondary to inflammatory changes, possibly from the ablation".